Event description:
Through the manufacturer¿s periodic programming history review, it was found that high impedance was observed on system diagnostics performed on (B)(4) 2013. The patient was able to receive the programmed settings based on the output current being ok but they had high impedance and a very high impedance value. Good faith attempts are underway; however, no additional information has been received.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.